Event description:
It was reported that two limbs were found to be detached upon removal. Additionally, it was reported that 1 arm was noted to be transverse across the apex of the filter. No patient injury was reported.

Manufacturer narrative:
The sample has not been received for evaluation; however, tracking data indicates it has been shipped from the user facility, therefore, product evaluation is anticipated. The device history records could not be reviewed, as the lot number was unknown. Based on the information received to date, the results of the investigation are inconclusive and the root cause is unknown.